Manufacturer narrative:
Approximate age of device - 1 year, 6 months. Patient has no additional pump stops, it was determined it was an error by a staff nurse. No equipment was changed. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. The patient presented in clinic and the customer submitted the lvad system log files for review. The manufacturer¿s technical service representative for review the submitted filed dated from (B)(6) 2018 and observed a driveline disconnect resulting in a pump stop error message. The patient's driveline was disconnected from the controller for 2 seconds then reconnected. Additional information was requested but not provided.

Manufacturer narrative:
The pump remains implanted supporting the patient. Review of the submitted log file confirmed a pump stoppage associated with a driveline disconnected event. The information provided to the manufacturer indicated that the nurse inadvertently disconnected the patient's system controller from the percutaneous lead (driveline). Subsequent events recorded in the log file showed that the pump resumed normal operation upon reconnection of the driveline. The heartmate ii left ventricular assist system's instructions for use warns that if the driveline is disconnected from the system controller, the pump will stop. This instructions for use also provides instructions for properly connecting the driveline to the system controller. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.